Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during a vitrectomy surgery in an ophthalmic loop end was broken and it was fallen into the eye. Patient impact was not reported. Additional information requested and none received till date.

Manufacturer narrative:
No lot number was identified with this complaint, therefore the manufacturing documentation was not reviewed. However, all product and batch history records are quality reviewed prior to product release. The sample was not received by the investigation site for evaluation, which his why the investigation is completed inconclusively. A sample was not received at the investigation site therefore, the root cause for the customer complaint issue cannot be determined. The exact root cause for the customer's reported event is unknown, therefore, specific action cannot be taken. Complaints are reviewed and monitored at regular intervals for adverse trends. No adverse trends have been observed associated with the reported product and event. No action has been identified for this reported event. The manufacturer internal reference number is: (B)(4).